Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump history showed two combo extended boluses were manually cancelled on (B)(6) 2015, and immediately afterwards a normal bolus was performed. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A (B)(4) unit normal bolus and a (B)(4) unit audio bolus were successfully performed and accurately recorded in the pump history. The total daily dose history correctly displayed (B)(4) units for the boluses. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was observed. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that for the past 24 hours the patient was experiencing elevated blood glucose (bg) up to 494mg/dl with blurred vision, extreme drowsiness, and chest pain. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. An adverse event. During troubleshooting, it was noted that the bolus history did not match the total daily dose history. All other histories and settings were found to be correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a bolus history discrepancy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.